Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated causing inadequate pain relief. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted devices were discarded and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7146696.